Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: [inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the end of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water supply button 1. Cover the hole in the air/water supply button with your finger. 2. Press the button while keeping the hole covered. Verify that water flows across the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had chipped on the bending section rubber bonding part. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the adhesive on the bending section rubber had a chip. The bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. The objective lens had discoloration and the adhesive around the objective lens was peeled. The forceps channel port was shaved and there were scratches noted throughout the device. The control unit had discoloration and the water removal ability did not meet standard value due to clogging of the nozzle. The up/knob could not be locked securely due to wear of the forceps elevator lever. The up/down knob made an abnormal sound due to damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.